Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Inratio high. Results as follows: meter-inr: 3.7; lab-inr: 1.9. Using meter since march. Pt has been stable at inr=2 according to lab.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.7; reference: 1.9; mean: 2.80; confidence-limits: 1.8-4.2. Medications: coumadin (1.5 mg), diltiadim (240 mg), quindine (0.1 mg), aspirin (81 mg), motroprolol (25 mg 2x day) and simvastatin (20 mg). The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested if it is returned. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint have not returned.